Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was retunred to an approved service provider for evaluation. The customer's report was not observed during initial testing. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. The device data log was not provided for review. Analysis of reports of this type has not identified an increase in trend.